Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, it was reported that the patient had nodules at former infusion sites, therefore patient had been given antibiotics by the physician. The patient changed the 9mm infusion site every 2 days. No further information available.